Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that customer fell into water. The screen no longer works, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 140-160 mg/dl.